Manufacturer narrative:
H3, h6: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device did not recognize latched status, while the cassette was connected and latched. The event happened during testing, and there was no patient involvement.

Manufacturer narrative:
H2) device evaluation: h3, h6: the device was returned for root cause analysis and the investigation findings concluded after visual inspection, functional testing, and event history log (ehl) review, the customer problem was duplicated. The pump ehl was found to have a occurrence of a high alarm "cassette locked but not latched." The cause of the customer reported problem was the defective latch/lock flex sensor. This was confirmed during the latch lock test as the status screen of menu mode did not recognize when the latch was closed and read as none. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. The manufacturer representative replaced the latch/lock flex sensor, updated software, reset the unit to standard configuration, and performed downstream occlusion (dso)/upstream occlusion (uso) sensor calibration. The pump passed all functional tests and performed as intended after repair.